Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the returned products noted the first instrument was partially applied with four remaining clips. The second instrument was partially applied with five remaining clips. The third instrument was partially applied with eight remaining clips. The fourth instrument was partially applied with eleven remaining clips. The fifth instrument was partially applied with seven remaining clips. The distal ends of the channel covers were intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functionally; all the instruments were found to function as intended. The root cause of the observed condition could not be identified based on the information available due to all the devices firing acceptably; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast surgery, while clipping the vessels, the clip applier's handles could be squeezed and the jaws were still able to close but the clips were not firing correctly or feeding in correctly. They used another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.